Event description:
A customer reported that a message related to nitrogen gas pressure adjustment displayed during surgery. The system was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and duplicated the problem reported. The company representative found that the pneumatics air tube (t1) was disconnected. The company representative reconnected the tube and the issue was resolved. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the reported event was determined to be a disconnected pneumatics air tube (t1). The tube was reconnected and the issue was resolved. (B)(4).